Manufacturer narrative:
This product has been returned to boston scientific, and laboratory analysis will be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. A supplemental report will be submitted with investigation analysis.

Event description:
It was reported that there was a lead safety switch (lss) on this pacemaker due to pacing impedance measurements greater than 3000 ohms on the right ventricular (rv) lead, which was out-of-range. This triggered a change to unipolar configuration. This device was reprogrammed to bipolar sensing at clinic. No adverse patient effects were reported. The leads were not manufactured by boston scientific. According to additional information received, this device was explanted electively for normal battery depletion (nbd). Another pacemaker was successfully placed. No adverse patient effects were reported outside of elective replacement procedure. This product has been received by boston scientific and further investigation will be conducted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there was a lead safety switch (lss) on this pacemaker due to pacing impedance measurements greater than 3000 ohms on the right ventricular (rv) lead, which was out-of-range. This triggered a change to unipolar configuration. This device was reprogrammed to bipolar sensing at clinic. No adverse patient effects were reported. The leads were not manufactured by boston scientific. According to additional information received, this device was explanted electively for normal battery depletion (nbd). Another pacemaker was successfully placed. No adverse patient effects were reported outside of elective replacement procedure. This product has been received by boston scientific and further investigation will be conducted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to high out-of-range (oor) pacing impedances on the patient's non-boston scientific right ventricular (rv) lead. The company representative planned to reprogram the right atrial (ra) lead and right ventricular (rv) lead to unipolar pacing and bipolar sensing. This pacemaker system remains in service. No adverse patient effects were reported.